Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) received 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) back in 2021. The shock did convert the arrythmia. Additionally, there was a recent stored pacemaker mediated tachycardia (pmt) episode due to atrial driven rates and patient received appropriate therapy due to v-rate greater than a-rate. Technical services discussed programming options. At this time, the device remains in service. No additional adverse patient effects were reported.